Event description:
Pump was reported as failure to alarm and powered off while administering an unknown medication during clinical use. No additional clinical details were able to be obtained. No pt injury was reported.